Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced difficulty pairing a dexcom g6 sensor to the ilet while the sensor paired to the dexcom app, resulting in temporary loss of cgm data on the ilet and subsequent hyperglycemia with a reported peak of 275 mg/dl for about one hour. Symptoms included elevated blood glucose without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no alerts above 300 mg/dl for over 90 minutes, no back-up therapy use, no ketone testing, no medical intervention, and no need for assistance. Investigation included customer support troubleshooting and education, including device restarts, bluetooth toggling, reentry of pairing code, and successful re-pairing of dexcom to the ilet. Investigation of this case revealed that the cgm-to-pump connectivity was restored after standard troubleshooting and that the ilet correction factor was available for correction dosing guidance. It was concluded that the event was related to a temporary cgm pairing failure to the ilet with resultant transient hyperglycemia that resolved after connectivity was reestablished and user education was provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.